Event description:
Caller reported tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. The customer was instructed to remove the cartridge from the pump, deliver a 9-unit bolus, reload the original cartridge, and successfully resume insulin therapy. The issue was resolved.